Manufacturer narrative:
Eval: results: the ipg discharge monitoring was performed using aggressive stimulation settings and the ipg exceeded the recharge interval prediction after 1.8 days of discharge. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that her ipg was turning off without prompting. Multiple noninvasive troubleshooting techniques were undertaken to resolve this matter; however, the issue persisted. In addition, the recharge burden for the pt's ipg had reportedly also increased. On (B)(6) 2010, it was reported that the physician replaced the pt's ipg. The explanted device was returned to the MFR for analysis.